Event description:
Complainant alleged that while performing a self test during a routine shift check by a clinician the device displayed error message code "error 44" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.